Manufacturer narrative:
Results: based on the photo(s) received, bd was able to confirm the customer¿s indicated issue as possible epoxy splattr/run off. There were 5 visual inspections conducted on 250 parts and an additional 200 pc start-up inspection conducted. The epoxy camera was successfully challenged two times. All inspections were acceptable. Conclusion: although the customer's reported defect was confirmed, an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that the consumer received a 25 g bd needle 3/4 in. With too much adhesive. There was no report of injury or medical interventions.